Event description:
Sales consultant reported an unraveled and broken screw during surgery. The surgeon was performing an open reduction internal fixation of a left ankle fracture. The surgeon inserted the first screw into the guide wire and once the screw was fully seeded, an x-ray was taken to view the placement of the screw and it was discovered that part of the screw became unraveled and went into the joint which was not where the guide wire was placed. The surgeon attempted to back the screw out and it broke. Part of the screw was removed and the unraveled portion remained in the bone and protruded into the joint. The surgeon had to make a separate medial incision to access the sharp fragments and removed the portion in the joint but the portion in the bone remains in the patients bone. Other instrumentation had to be used to retrieve the broken device that was not required in the original surgery. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.